Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that there is a problem with the start-up. The fse analyse the system found that the cause was with the power supply. Fse replaced the pd.comp.dcps_24v_12v_5v. This case is already resolved in the case no 0121179473. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a startup problem with the allura system. There was no report of harm.